Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested.

Event description:
A surgeon reports that three years following bilateral intraocular lens (iol) implant surgery, a pt reported photophobia and blurry vision in the right eye. Upon examination, the surgeon noted some pigments on the surface of the lens and is planning to explant it. Add'l info has been requested.